Event description:
The customer reported being hospitalized due to low blood glucose. The caller stated that she experienced low glucose level for several years. Troubleshooting was performed. The customer was unsure if the drive support cap was protruded. The customer mentioned that she took off the sensors and charged for three days because she kept getting the lost sensor alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.